Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ bi-extension set 15 cm (6 in) 1.60 ml had broken valves. No serious injury or medical intervention was reported.

Event description:
It was reported that bd q-syte¿ bi-extension set 15 cm (6 in) 1.60 ml had broken valves. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the device history report for lot number 6091790 was reviewed, no related abnormalities were found. Material number 385161 for lot 6091790 was manufactured on 04/13/2016. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspection. Additionally a sample and photograph were provided for the purpose of aiding our quality engineer's investigation, visual observation of the device was sufficient to identify the reported failure mode. Investigation conclusion: unfortunately, the root cause could not be finalized at this time although it is believed that a possible explanation is related to contact with chemicals or alcohol that results in dryness/brittleness to form in the component. Some plastic materials may be affected by chemicals such as alcohol that might cause some dryness on the parts and potentially being damaged when applied an excessive pressure when connected. No chemicals are used in the nogales manufacturing process. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.